Event description:
Reported by patient as: "I have had my lapband for 4 years and am now having problems with it. It does not seem to be holding fluid and fluid cannot be aspirated from it." Follow up with the patient reveals: "I am hungry, I have reflux, and have gained a lot of weight."

Manufacturer narrative:
Taper type ii. The product associated with this report has not yet been returned as it remains implanted. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis once it is removed. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addressed the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port, or the connector tubing." Device labeling addresses the possible outcome of reflux as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."